Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician had not suspected device failure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the device was causing discomfort to the patient. The patient will undergo an explant procedure.

Event description:
A report was received that the device was causing discomfort to the patient. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.